Event description:
The customer reported a lo ma error during the case. They were able to complete the case with no patient injury.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.